Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter zip code: unknown. Medical device manufacture date: unknown. Investigation summary: exec summary: no samples were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa: based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd needle clipping device safe clip was not clipping or jammed. The following information was provided by the initial reporter: the consumer reported that the safeclip jams after using it for a short while.